Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros troponin I es (tropi es) results were obtained from two samples from two different patients when processed on a vitros xt 7600 integrated system. The cause of the event was determined to be pre-analytical sample handling. Based on historical quality control results, a reagent issue did not likely contribute to the event. However, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for samples with concentrations at or below the url of of 0.034 ng/ml, therefore, a reagent performance issue cannot be entirely ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es reagent lot 5250. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. The investigation determined that pre-analytical sample processing is the likely contributor to the event. The customer provided several photographs of samples from patient 1 and samples from patient 2. The photographs show the presence of cellular debris indicating poor sample preparation as the likely cause of the vitros tropi es elevated result.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected vitros troponin I es (tropi es) results were obtained from two samples from two different patients when processed on a vitros xt 7600 integrated system. Patient 1 sample result of 0.186 ng/ml vs. The expected result of <0.012 ng/ml patient 2 sample result of 0.772 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results for both patients were reported outside of the laboratory, however there was no reported allegation of harm as a result of the two events. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).